Event description:
A report was received that the pt is experiencing pain in her upper back near the lead incision and the ipg pocket site. The physician put the pt on neurontin medication. No additional info is available.